Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the lining of their heart was pierced during device implant and had to be drained. Follow up yielded no further information. The implantable lead remains in use. No further patient complications have been reported as a result of this event.